Manufacturer narrative:
After secondary review of this file performed on april 18, 2024, it was noted that this mentor manufacturer's report number 1645337-2024-01527 is not a duplicate of mentor manufacturer's report number 1645337-2023-04400. These are two separate events. Hence, appropriate updates noted below have been made to this report. Date of implant has been updated back to (B)(6) 2024 under field d6a. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4), not duplicate.

Manufacturer narrative:
On april 13, 2021, mentor became aware that this mentor manufacturer's report number 1645337-2024-01527 is a duplicate of mentor manufacturer's report number 1645337-2023-04400. Hence, any additional information will be reported under the manufacturer's report number 1645337-2023-04400. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown gel implants on both sides and experienced bilateral capsular contracture; baker grade IV. As a result, the devices were explanted on (B)(6) 2024. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 19, 2024, mentor became aware of the following and corresponding fields have been updated on this form: date of explant under fields d6b have been updated to (B)(6) 2024 impacted device information was received. Hence, section d has been updated with the information received: lot/serial number for left side is (B)(6) ; updated under section d on this form, right side device is unknown saline smooth. Right side date of implant was (B)(6) 2024. PMA number has been updated accordingly under field g4. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).